Event description:
It was reported that during a gastric band procedure, the surgeon found gas escaping through the seal of the trocar. After the surgeon removed the grasper from the trocar, gas continued to escape. The surgeon replaced the grasper and gas continued to escape. The surgeon removed the trocar and again gas escaped. The surgeon requested that the ps enter the theatre, where the surgeon demonstrated gas escaping. The surgery delayed three-four minutes. The gas escaping was not enough to prevent procedure being completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any noises heard such as whistling or hissing? Yes whistling. If so, did the noise prevent insufflation? No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (litre/minute)? L/m. Were you able to identify where the leak was coming from? Appeared to be first line of seals - ie away from entry point. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Grasper. Was any torque being applied to the trocar or device? Yes - obese patient. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch records were reviewed for the lot number provided and no anomalies were noted during the manufacturing process.